Manufacturer narrative:
Concomtiant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3487a, lot# l38970, implanted: (B)(6) 1996, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative reported that there were issues with the patient's recharging system. The recharging system was not holding a charge after it was plugged into the wall. This resulted in the battery being overdischarged a third time. The battery was unable to be read. The clinician programmer was unable to communicate with the battery due to overdischarge. The patient noted that she "hadn't paid complete attention to make sure that the battery was full" before disconnecting to try and use. The battery had been overdischarged twice in the past. Therefore, because this was the third time, a battery replacement, while not yet scheduled, was planned. The patient indication included non-malignant pain.